Event description:
Covidien received info of the ventilator's screen had vertical streaks subsequently causing the top portion of the screen to be unreadable. There was no pt involvement.

Manufacturer narrative:
(B)(4). A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded graded the software to the current level. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to MFR's specs.